Manufacturer narrative:
(B)(4)

Event description:
It was reported that signal loss over one hour occurred for the g6 receiver however, data for the g6 ios smart device was provided for evaluation. It was indicated the patient started their transmitter past the 'use by' date, which is off-label usage of the device. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.